Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was on impella rp for pulmonary circulation support. Placed in right pulmonary artery after many attempts was working well, up to p4. The cardiac surgeon removed the introducer while watching the device and it slipped down into the right ventricle. The introducer was already completely out and he could not advance it into the pulmonary artery. The physician decided to abort the procedure. No patient harm was reported.